Event description:
The pt reported inaccurately low blood glucose readings with test strips, lot 16031b. Some time within the last two months, the pt opened the first bottle of test strips from the box and obtained blood glucose readings in the 70 mg/dl range for a period of approximately one month. She did not question these results. Some time within the last month, the pt noticed that her blood glucose readings had decreased to the 35 mg/dl range with the same bottle of test strips. The desiccant is in the first test strips bottle from the box. The pt has not opened the second bottle from the same box. The pt's meter was set to the appropriate code when all tests were performed. With the co rep., the pt obtained a check strip test result of 85 versus a check strip range of 70-96. The pt was unwilling to perform a blood glucose test with the rep. The pt does not have normal control soluiton. The pt stores the test strips in the kitchen.